Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold, wear abrasion, stress marks. Microscopic analysis was performed which identify crease sharp on posterior side. Based on the device analysis the final assessment is: a crease sharp on posterior and anterior side due to fold flaw opening. Additional, corrected and/or changed data: b.5, b.6, d.7, d.10, g.1, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.